Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 700. Corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 7th april 2022, getinge became aware of an issue with one of surgical lights - powerled 700. The paint peeled and the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. The paint peeled and the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service unit, the issue has been solved by the replacement of the spring arm. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to paint peeling and corrosion occurrence. We have received information that the device was not being used for patient treatment at the time when the event occurred. Comparing the number of complained devices to the number of sold devices worldwide, we conclude that failure ratio is low. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. We believe that if the manufacturer¿s recommendations would have been followed the incident would have been avoided. The correction of b5 describe event or problem and d5 operator of medical device fields deems required. This is based on the additional information that has been received and internal evaluation. Previous b5 describe event or problem: on 7th april, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. Corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 7th april 2022, getinge became aware of an issue with one of surgical lights - powerled 700. The paint peeled and the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. Previous d5 operator of medical device healthcare professional corrected d5 operator of medical device other.